Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer stated that the sensor would have to be secured to their body with the 3m adhesive because every time the customer went into the ocean water and came out, the sensor and the infusion set would come off of their body. It was also stated that the customer perspired heavily. The customer' blood glucose was 400 mg/dl, which was treated with manual injection. The customer's blood glucose was checked again, several hours later, and it had decreased to 258 mg/dl. Nothing further was reported.